Event description:
It was reported that during a follow-up, it was noted that there was oversensing. The lead was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: tce119632v distal conductor fractured; full lead in segments returned and analyzed.